Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a cystectomy procedure in the ureter, performed on (B)(6) 2022. During the procedure, when the stent was advanced, it was noticed that the stent was kinked. Another percuflex stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Correction/additional information october 21, 2022: this report is a duplicate of a previously reported event under MFR report number 3005099803-2022-05991.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent kinked inside the patient. Correction: additional information was received on october 21, 2022, indicating that the event reported under this report (MFR report number 3005099803-2022-07048 and 3005099803-2022-06066) is a duplicate of a previously reported event under MFR report number 3005099803-2022-05991.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a cystectomy procedure in the ureter, performed on (B)(6) 2022. During the procedure, when the stent was advanced, it was noticed that the stent was kinked. Another percuflex stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.